Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of locking cap binding. Visual inspection supports the reported issue, the hex lobe drive feature on several of the returned parts display signs of wear consistent with the excessive force applied during removal. The observed risk was within expected risk.

Event description:
It was reported that the creo threaded set screws needed to be removed due to infection, and the set screws were stuck. We used the custom instrument head player to splay the heads and remove the set screws. All creo one screws were removed, and several, if not all, of the heads were locked and had no polyaxial movement. The original surgery was on (B)(6) 2025. The screws and set screws were sent to the lab for culturing and will be returned when that is finished.